Manufacturer narrative:
A review of the user's data confirmed that the user had stopped using the system prior to the reported event. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion/ removal site along with symptoms like redness, swelling and pain are a known and anticipated potential adverse effect, which does not require additional investigation.

Event description:
The user reported seeking emergency care due to an infection at the sensor removal site in mid on (B)(6) 2026. The user was evaluated at the emergency room and diagnosed with cellulitis. The user reported ongoing pain at the time of contact and indicated that they were instructed to return to the hospital for further evaluation, which led to a second ER visit. Treatment included prescribed antibiotics, and the user was advised to continue follow[?]up with their healthcare provider. The event was not related to diabetes or glucose measurements.